Manufacturer narrative:
The reported complaint of "the customer observed light pink color in the saline bag and traces of blood tinge in the syringe, and a possible icy catheter (lot #184825)" was not confirmed during functional testing. During functional testing of the catheter, no leak or malfunction was observed, and the catheter functioned as intended. Visual inspection was performed and found light pink / yellow color inside the balloons and the in/out lumen tubings of the icy catheter. The root cause of the light pink / yellow in the catheter is unknown. No other physical damage was observed on the catheter. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no issues were observed. The balloons did not leak during inflation and deflation. The catheter functioned as intended.

Event description:
During ivtm therapy, the customer observed light pink color in the saline bag and traces of blood tinge in the syringe. The whole connection were checked for leak and no leak was observed. The icy catheter (lot #184825), start-up kit (suk) and saline bag were replaced and continued with treatment without any issue. Per reporter, at the first try, the catheter could not be fully inserted, but the second try was a smooth insertion into the patient left femoral vein. The physician has conducted 4 times ivtm hypothermia procedure. There was no alarm from the thermogard console during the treatment. No consequences or impact to the patient.